Manufacturer narrative:
Follow-up #1: date of submission 12/13/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged display issue was not verified. The pump powered up to a clear and legible verify screen. No crack was observed on the display lens. The auditory and vibratory features were operational. No tactile issues were found with the buttons.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging that the loaner pump had a cracked display. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.